Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it had performed to specifications up to (B)(6) 2008. The information obtained from the device showed this device had failed a self-test on (B)(6) 2008 because of a low battery, which would have been caused by the storage temperature dropping outside the recommended storage conditions for the device at this time. The device remained in this fault mode for approximately 7 weeks. Following resumption of normal operation the device failed a later self-test because of a low battery and again remained in fault mode for a further 7 weeks. After this the device recorded a series of successful and unsuccessful tests, and showed evidence that the pad pak was being removed and reinserted. The pad pak used during this period was not returned and could not be tested. A new pad pak was installed in (B)(6) 2011, and there was evidence to show that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2011 and continuing consistently up to (B)(6) 2011. The probable cause in this event was attributed to the membrane, because a faulty membrane is known to cause the device to switch on automatically, although in this investigation there was no fault found with the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.